Event description:
It was reported that during a carotid intervention, the catheter shaft broke. The maverick2 monorail balloon was tracking over the wire and became stuck on the wire. When the physician was attempting to remove the catheter from the wire, the shaft broke at the distal part of the catheter. This occurred outside of the patient. It is noted that this device was used off label. Another maverick2 monorail was used to successfully complete the procedure. There is no reported patient complications. Patient status is listed as "ok".